Event description:
The customer reported that during a routine check of the unit prior to initiating therapy on a patient, the unit displayed an "electrical test failure" message upon power-up. The patient was switched to another unit and therapy was continued. No patient injury was reported.